Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# v398923, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v415286, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient developed a right frontal mass in (B)(6) 2016 and was admitted to the hospital where an MRI was scheduled. There was some concern that the mass is related to the deep brain stimulation (dbs) lead, but there were conflicting opinions about this. The hcp stated that "some people think the mass is an abscess associated with his right brain electrode while the hcp thinks it is not associated with the electrode and is more likely a tumor. The actions/interventions taken to resolve the right frontal mass, the cause of the mass, and the resolution of the mass remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.